Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. Visual and microscopic analysis of the device showed that the imaging window was detached near the lapjoint section and was detached. The drive cable was twisted, the sheath was kinked, and the tip was stuck at the floppy section of the wire. The guidewire exit port was also damaged. Functional testing was not able to be performed due to the condition in which the device was returned. Regarding the damaged exit port and the imaging window detachment, there is evidence that the catheter was advanced to the floppy end of the guidewire, causing the tip to get stuck on this end of the guidewire, which could cause the damage observed at the guidewire exit port. Consequently, the stuck tip could entrap the imaging window and generate enough friction to separate it from the sheath near the lap joint section. An IFU review confirmed that it is clearly mentioned on the precautions that this maneuver is not allowed. Regarding the twisted drive cable near the lap joint section, it is probable that due to the imaging window detachment, the drive cable lost support while rotating causing it to get twisted. Regarding the observed imaging window and sheath kinked, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window and sheath could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is: failure to follow instructions.

Event description:
Reportable based on analysis of the device on 23feb2024. It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noticed that unusual buckling of the catheter took place. The physician also noted that the catheter tip was getting caught. Because of this, the catheter was removed and another opticross imaging catheter was advanced. The second opticross catheter also encountered the same issues. The device was removed, and a third similar device was then used to successfully complete the procedure. There were no patient complications. Analysis of the device revealed that the imaging window was detached.